Event description:
(B)(6) 2020: integrum received information regarding fixture removal surgery to be performed in the end of(B)(6). Surgery performed (B)(6) 2020. It was reported that: fixture was well integrated and that the surgeon does not think the implant system was the cause of the infection rather the pre operative oi history which had some issues - removal of bone cement in preparation for oi back in 2009. No other information obtained. (B)(6) 2020: batch documentation reviewed, no deviations found.

Manufacturer narrative:
Fixture is not returned to integrum after removal.

Event description:
On 05/22/2020: integrum received information regarding fixture removal surgery to be performed in the end of (B)(6). Surgery performed (B)(6) 2020. It was reported that: fixture was well integrated and that the surgeon does not think the implant system was the cause of the infection rather the pre operative oi history which had some issues - removal of bone cement in preparation for oi back in 2009. No other information obtained.